Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported the continuous glucose monitor (cgm) reading was 4.0 mmol/l and the blood glucose (bg) meter reading was 2.3 mmol/l. She stated that because of her low glucose level she lost control of her hands and felt shaky. She remained conscious throughout. After consuming 2 bottles of glucogel and orange juice, she felt better within 10 minutes. The event occurred 5 days after the sensor had been inserted. The reported allegation falls within the c zone of the parkes error grid. Data was provided for investigation. The problem was confirmed. The root cause could not be determined post investigation. No additional event or patient information is available.